Event description:
Senseonics was made aware of an incident where the user experienced sensor inaccuracies which led to an early sensor removal. The issue happened on 19 june 2023.

Manufacturer narrative:
This report is being submitted retrospectively as part of internal review. The initial investigation was performed on the user synced glucose data in data management system (dms), which is a cloud platform for eversense systems. Based on initial analysis, the sensor was taking longer than normal to settle after insertion, as a result there was temporary noise in the sensor readings. The RMA for the sensor was authorized to further investigate the sensor. Upon receipt of the RMA, the sensor was tested in-house, but the failure mode could not be reproduced during the returned product analysis testing. Thus, the return product investigation is inconclusive. This may occur in some instances where the failure mode that presents itself in the body is not reproduced in the lab. A potential root cause of the sensor inaccuracy is inadequate hydration of the hydrogel (chemical component of sensor). No further investigation was found necessary for this complaint.